Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event was unable to be confirmed as no devices or medical records were received. Review of the device history record was unable to be performed as the part and lot number of the device were not received. A definitive root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that in an unknown timeframe post implantation, the patient has been indicated for a revision due to alleged elevated metal ions. Attempts have been made and no further information has been provided.